Event description:
The customer's reported issue is not clear. The statement is "supply label set due to". There is no pt info.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.